Event description:
The patient underwent generator replacement surgery. The explanted generator was discarded per explanting facility policy. No additional relevant info has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has been experiencing painful stimulation in the neck, left ear, temple, and front of the head, as well as intolerable coughing with vns stimulation. The patient also reported that the generator would flip to the side whenever she would bend over. The vns was disabled and the painful stimulation and coughing resolved. The patient has now had an increase in seizures due to the vns being disabled. The patient has been referred for vns revision/replacement surgery due to these events. No known surgical intervention has occurred to date. No additional relevant information has been received to date.